Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set "came out of the low port". The reporter stated that the fluid leaked and the patient's IV clotted. The reported event occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and verified the reported condition. During visual inspection, a lack of solvent on the joints of the components was observed. The cause of the lack of solvent is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.